Event description:
It was reported that the patient was shocked several times for t-wave oversensing. The patient also had an electrolyte disturbance causing low r-wave sensing values. The patient was hospitalized for the abnormal electrolyte values. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.